Event description:
It was reported that cinefluoroscopy revealed the left ventricular lead exhibited externalized conductors. No electrical anomalies were noted. No intervention was performed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.